Event description:
It was reported that the ilet displayed persistent occlusion alerts with consecutive motor stall alarms, including alert 42, and could not proceed through setup despite factory resets and supply changes; the user experienced pairing delays with the cgm and reverted to manual insulin injections due to failure to infuse, with the implicated component identified as the motor. Symptoms included hyperglycemia with blood glucose readings up to 364 mg/dl and elevated ketones reported as large initially and later trace. Outcomes included no long-term health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and device failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.